Manufacturer narrative:
(B)(4). Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported a saline bag back filled during set-up mode. A patient was not connected to the machine at the time of the incident. The unit has been returned to service without a recurrence of the reported issue. No parts are available to be returned for evaluation by the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation; however, a fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. The reported issue of saline back backfilled during recirculation was not able to be duplicated. Functional testing performed by the res confirmed that the unit was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The reported event of saline bag backfilled during recirculation was not able to be confirmed. Although the device was not returned for analysis, a fresenius technician performed an on-site evaluation of the unit and was not able to duplicate the reported issue. Therefore, the complaint was not confirmed.